Event description:
It was reported that the radio frequency programmer head was in a box of several loose heads. Follow-up determined that they were returned for varying reasons including difficulty being able to "auto identify" patient devices, cord and cosmetic issues. The programmer head was returned for service. Per follow-up, there was no patient impact.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the rf (radio frequency) head has no telemetry and fails all uplink amplitude functional tests; the rf head cable found out of electrical specification. Analysis also found the rf head lens is cracked and rubber portion of rf head label is missing. (B)(4).